Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopically assisted vaginal hysterectomy (lavh), the device was used in round ligament treatment. After the sealing and resection, the jaws of it could not be removed. It was sticking to the tissue and the surgeon tried sealing again, but the jaws didn't open. After the tissues around the jaws was removed, the surgery was completed by using another device.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found a piece of tissue sticking to the jaws and no defects. The reported conditions were not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to tissue-sticking. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue-sticking was observed. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.